Event description:
Healthcare professional reported right side rupture confirmed via MRI. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional reported "rupture". Event was confirmed via MRI. This record is for the right side. Device was explanted and replaced.